Manufacturer narrative:
The customer did not request service. No samples were sent for in-house evaluation. A review of complaints for the last 24 months indicates no additional related reports for the system. The system message reported occurs when the supervisor loses communication with the ultrasound sub-module. An internal investigation was opened to address the issue. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported a system message displayed during surgery. The system was rebooted and the case was completed as planned. No patient injury was reported.